Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm and keypad anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the buttons were unresponsive and the display screen stated unexpected restart alarm. Customer advised they were unable to deliver a bolus, they had the issue with their device after hockey training and used an insulin pen to treat themselves. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive bolus express and down buttons due to corroded keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the unexpected restart alarms due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked lcd window, a scratched case, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.